Event description:
It was reported by service report that the scale read (B)(6) with a (B)(6) weight. No pt involvement or adverse consequences reported.

Manufacturer narrative:
Result: scale out of calibration. Conclusion: scale calibrated and returned to service.